Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: accidentally advancing the implant into the neuroforamen.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2021 where three metal implants and one bone implant were installed. The patient reported radicular pain following the initial procedure. The surgeon determined that the middle positioned metal implant was pushed forward into the neuroforamen during the installation of the bone implant causing radicular pain. Two days after the initial procedure, the surgeon backed-up, but did not remove, the middle positioned implant approximately 15 millimeters to relieve the nerve impingement. No other preexisting implants were adjusted or removed, and no new hardware was added. The patient's radicular pain symptoms resolved following the revision procedure.